Manufacturer narrative:
A 6mm x 6cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion; however, it ruptured. The maximum inflation pressure noted was eight atmospheres. There was no reported patient injury. The lesion used was moderately calcified with 90% stenosis. There was no vessel tortuosity noted. The device was not used for a chronic total occlusion (cto) case. It was replaced with a non-cordis balloon catheter and the procedure was completed. The device was properly stored for about half a year on the shelf inside the cath lab. The device was stored, handled, and prepped normally as per instructions for use (IFU). There was no difficulty in removing the product from the hoop, the protective balloon cover, the stylet or any sterile packaging components. There were no kinks/damages noted prior to inserting the product into the patient. A non-cordis inflation device was used and the same indeflator was used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate and the balloon inflated normally. There was no resistance/friction while inserting the balloon through the guide catheter or through the vessel. There was no unusual force used at any time during the procedure. The balloon catheter was removed intact and in one piece from the patient. Other additional procedural details were requested but were unknown. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 17662136 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with a high rate stenosis may have contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information to include from phone number: (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 6cm saber rapid exchange (rx) 155 percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion, however it ruptured. The maximum inflation pressure noted was 8 atmospheres. The balloon cath was removed usually, intact and in one piece from the patient. There was no reported patient injury. It was replaced with a non-cordis balloon catheter and the procedure was completed. The device was properly stored for about half a year on the shelf inside the cath lab. It was stored handled and prepped as per instructions for use (IFU). The device was prepped normally. There was no vessel tortuosity noted. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto) case. The lesion used was moderately calcified. There was no difficulty in removing the stylet or any sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There were no kinks/damages noted prior to inserting the product into the patient. A non-cordis inflation device was used and the same indeflator was used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The balloon inflated normally. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no unusual force used at any time during the procedure. The device will not be returned for evaluation as it was already discarded in the hospital due to infectious disease. Other additional procedural details were requested but were unknown.